Event description:
It was reported that a patient was expired after a procedure to treat an occlusion in m1 segment of the middle cerebral artery. The patient was carried to the facility due to cerebral infarction. Devices used in the procedure were chikai guide wire (asahi intecc), branchor temporary occlusion balloon catheter (asahi intecc), unspecified guide catheter, unspecified microcatheter, embotrap thrombectomy device (johnson & johnson), and unspecified thrombectomy device. Embotrap was deployed at the occlusion to retrieve the clot; however, strong resistance was met due to severe arteriosclerosis. The microcatheter was then advanced to support embotrap retrieving the clot. Total of three failed attempts were made. The unspecified thrombectomy device was then used. After that, bleeding due to vessel dissection distal to the location where the clot was originally located. It was unable to stop bleeding and therefore the procedure was terminated. The patient was expired after the procedure. The physician commented that bleeding secondary to vessel dissection had caused the patient death. This was not attributed to devices used in the procedure. Rather, it was attributed to patient anatomy (severe arteriosclerosis) and duration of time that took from the onset of cerebral infarction to the beginning of the procedure.

Manufacturer narrative:
Manufacturing site could not be identified because the product lot number information was not available. The reported chikai was not returned. Its lot number was not provided; chikai wires shipped from the manufacturing site were all inspected for no anomaly in ever specification including the tip load. Contribution of the chikai was unable to confirm in the given information. It was concluded that this event was not attributed to product quality. The branchor was unlikely caused or contributed to the reported vessel dissection because of the location it was used. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip. Otherwise, the guide wire may be damaged and/or vessel trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or press this guide wire with enough force to feel resistance. Pressing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the tip of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position. Otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. [Malfunction and adverse effects] death, vessel dissection, bleeding complications.